Event description:
It was reported that the disposable battery inside the sound processor malfunctioned and exploded causing the patient singed hair (specific date not reported).

Manufacturer narrative:
This report is submitted on may 08, 2023.